Event description:
It was reported when the device was used during a laparoscopic hernia procedure, the staples malformed. Another device was used to complete the cse. There was no patient consequence.